Event description:
Information was received indicating that a smiths medical medfusion pump exhibited check clutch/plunger lever error. No adverse effects were reported.

Manufacturer narrative:
Other, other text: additional information b5, h6, h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the plunger lever was sticking and the bottom case was cracked. A review of the event history log (ehl) identified check clutch plunger lever. During the functional testing the reported issue was able to be duplicated. The plunger lever was sticking and had a hard time retracking after syringe was installed due to the contamination around the flipper gaskets. The root cause of the issue was caused by fluid ingression into the flipper gaskets of the plunger head as a result of customer's improper use of the pump. Replaced right plunger case., corrected data: d1

Event description:
Additional information indicated that it is unknown if this event occurring during use on a patient.